Manufacturer narrative:
Philips service restarted the system and checked logs for generator errors. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray failed during operation and was resolved by restart on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.